Event description:
Philips received a complaint by the customer on the v60 indicating that during setup, the device's cooling fan is not working and getting error code 1134 check vent: blower stalled or blower not running at required speeds message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.